Manufacturer narrative:
The unit was not returned to the service center for evaluation, therefore, the cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, the unit switched from superloop to scissor on its own with no operator intervention. The intended procedure was completed with the same unit. There was no patient injury reported. Additionally, the user facility reported that it was as if the unit or it¿s footswitch attributed to the phenomenon.